Event description:
It was reported that the patient had a nephrectomy procedure a year ago. When the patient came into the hospital for a follow-up check on the kidney, during an ivp an object was seen on the x-ray. It appears that a round ring at the right lower quadrant was found. Their concern is that this is the area where the lap disc was used in the procedure a year ago. The patient has not had any pain or discomfort. They believe the bottom ring of the lap disc was left behind in the patient. They have x-rayed a lap disc and compared it to the x-ray from the patient. Surgery for removal of the ring is scheduled, 2007. The patient is an elderly female patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.